Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of 02-feb-2023, a review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. The patient was hospitalized for one day and a chest tube was placed to resolve the pneumothorax. The chest tube was removed the following day and patient was discharged home.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. A 23-gauge flexision needle was used during the biopsy of the left upper lobe. The procedure was completed. Per the physician, the lesion size, location in proximity to the pleura and the heart causing motion were likely the causes of the pneumothorax and it could have potentially occurred with another biopsy modality. The lesion was 13 mm in size and located in the medial lingula, adjacent to the heart and pleura; the distance from the lesion to the pleura was 0 cm. A moderate size pneumothorax was identified via chest x-ray, then cbct at the procedure conclusion. The pneumothorax did not increase overtime. A 14f chest tube was placed with fluoroscopic guidance during the procedure. No other interventions were provided. The patient was already admitted and had a quick resolution of the pneumothorax. The chest tube was removed the following day ¿ the patient preferred conservative management and was discharged asymptomatic the next day. The patient was admitted for a total of 2 days. A diagnosis of inflammation (non-infectious)/organizing changes (benign) was obtained. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.